Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4)

Event description:
Adverse event(s): "difficulty seeing objects" (vision, impaired). Product problem(s): "haptic sticking to the optic" (sticking haptic), "iol dislocation" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, an iol dislocation was found. The surgeon reported the iol appeared to be dislocated due to the haptic sticking to the optic of the iol. The surgeon reported the iol had been implanted at a different facility in 2007. After surgery, the patient had difficulty seeing objects. Additional information has been requested.